Manufacturer narrative:
Additional information was received that the patient was rapid paced during the post dilation although the balloon was barely inflated before the valve moved. There was a procedural delay of approximately more than 30 minutes reported due to the dislodged valve. It was reported the valve was not intended to be implanted deep although it was determined to be a good position at the time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: four static images were submitted to medtronic for review of the event. The patient¿s executive summary was not provided for anatomical review. The images provided do not allow for depth confirmation. However, it appears the valve dislodged with the post dilatation. The dislodged valve was snared into the ascending aorta and a new valve was implanted successfully. Medtronic best practices recommends caution when post dilatating a deployed valve. Additionally, the rate of pacing and proper steps of the post dilatation were not reported and cannot be verified. Of note, valve embolization is listed as a potential adverse event in the device instructions for use (IFU). The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Based on the available information, the valve dislodgement was caused by the post-implant balloon aortic valvuloplasty (bav). The valve being constrained and not well anchored were likely contributing factors to the dislodgement. All reported adverse events and severities are documented within the risk files and IFU. No further action is required. With the information available, we are unable to conclusively determine the root cause for the reported expansion issues experienced and if there were any patient anatomy issues that may have prevented the valve from fully expanding. However, the reported calcification in the annulus is a likely contributing factor. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. A post-dilation was attempted, however the results on the under expansion could not be observed as the post-implant bav reportedly dislodged the valve. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. The post-implant bav and calcification are likely contributing factors. Ultimately, a second valve was successfully implanted. This event does not indicate device misuse or malfunction. Updated: h6 - fdm, fdr ,fdc codes corrected: h6 - fdd code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a non-medtronic introducer sheath (isleeve boston scientific) was used in the subclavian access. The pigtail catheter was also going down the side of the non-medtronic introducer sheath due to lack of access site options. The patient's annulus was calcified and perimeter measured 79 millimeter (mm) by the consulting team. No pre-implant dilation was performed. The system was inserted successfully and on initial deployment, the valve appeared well anchored but constrained around the annulus. Trans-oesophageal echocardiogram (toe) measured the valve as 11 mm below the annulus. The valve post dilated with a 22 mm balloon (unknown manufacturer). At the initial inflation of the balloon, before the balloon was halfway inflated, the valve dislodged aortic. The physicians performed a second inflation to full inflation of the balloon and the valve dislodge higher into the ascending aorta. A second valve was prepared and a snare (gooseneck) was used to secure the first valve in place. The second valve was deployed and showed better expansion on first deployment. The second valve implan t depth was approximately 10 mm on toe with mild paravalvular leak (pvl). Good valve expansion and gradients were observed. No treatment was reported. No additional adverse patient effects were reported.